Event description:
The subject lead was implanted in the patient¿s ventricle on (B)(6) 2017. Due to increase of the ventricular threshold, a re-intervention was done on (B)(6) 2017 in order to reposition the subject ventricular lead. As the lead body had been pulled up and the degree of its curvature inside the ventricle was lessened compared to at the time of implant, micro dislodgement of the ventricular lead was considered to have occurred. On pro-procedural pacemaker check, the lead measurements were confirmed to be normal other than the ventricular threshold; the ventricular lead impedance was also stable within the normal range. When the pacemaker pocket was opened during the re-intervention, the subject lead body was found to be already severely adhered to the surrounding tissue and the physician had difficulty separating the lead from the tissue. After the physician managed to separate the lead from the tissue, the lead was tested with accupace, a pacing system analyzer (psa) from pacemedical, inc. This time, the ventricular lead impedance was displayed as < 50 ohms and the other values were unmeasurable. The alligator clips and the psa cable were replaced, but no improvement was shown in the results of lead testing. As the same results were still observed using another psa of the same model, insulation fracture of the subject lead was suspected. After a new ventricular lead was implanted in the ventricle, the subject lead was explanted and the re-intervention was completed.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The subject lead was implanted in the patient's ventricle on (B)(6) 2017. Due to increase of the ventricular threshold, a re-intervention was done on (B)(6) 2017 in order to reposition the subject ventricular lead. As the lead body had been pulled up and the degree of its curvature inside the ventricle was lessened compared to at the time of implant, micro dislodgement of the ventricular lead was considered to have occurred. On pro-procedural pacemaker check, the lead measurements were confirmed to be normal other than the ventricular threshold; the ventricular lead impedance was also stable within the normal range. When the pacemaker pocket was opened during the re-intervention, the subject lead body was found to be already severely adhered to the surrounding tissue and the physician had difficulty separating the lead from the tissue. After the physician managed to separate the lead from the tissue, the lead was tested with accupace, a pacing system analyzer (psa) from pacemedical, inc. This time, the ventricular lead impedance was displayed as less than 50 ohms and the other values were unmeasurable. The alligator clips and the psa cable were replaced, but no improvement was shown in the results of lead testing. As the same results were still observed using another psa of the same model, insulation fracture of the subject lead was suspected. After a new ventricular lead was implanted in the ventricle, the subject lead was explanted and the re-intervention was completed.

Manufacturer narrative:
Preliminary analysis of the returned lead confirmed the reported blood infiltration through a glue site under the proximal electrode.

Event description:
The subject lead was implanted in the patient¿s ventricle on (B)(6) 2017. Due to increase of the ventricular threshold, a re-intervention was done on (B)(6) 2017 in order to reposition the subject ventricular lead. As the lead body had been pulled up and the degree of its curvature inside the ventricle was lessened compared to at the time of implant, micro dislodgement of the ventricular lead was considered to have occurred. On pro-procedural pacemaker check, the lead measurements were confirmed to be normal other than the ventricular threshold; the ventricular lead impedance was also stable within the normal range. When the pacemaker pocket was opened during the re-intervention, the subject lead body was found to be already severely adhered to the surrounding tissue and the physician had difficulty separating the lead from the tissue. After the physician managed to separate the lead from the tissue, the lead was tested with accupace, a pacing system analyzer (psa) from (B)(4). This time, the ventricular lead impedance was displayed as < 50 ohms and the other values were unmeasurable. The alligator clips and the psa cable were replaced, but no improvement was shown in the results of lead testing. As the same results were still observed using another psa of the same model, insulation fracture of the subject lead was suspected. After a new ventricular lead was implanted in the ventricle, the subject lead was explanted and the re-intervention was completed.